Event description:
Incident as reported: laparoscopic sigmoid resection - "during laparoscopic abdominal procedure, a small plastic item was seen in the abdomen and retrieved by the surgeon. The or team was unable initially to determine where the item came from. On the following operating room day, all items that were used in that procedure were taken apart and it was confirmed that the item was from the cap of a bladed 5mm trocar." "Laparoscopic procedure that required the surgeon to prolong the procedure to retrieve the item from the pt's abdomen."

Manufacturer narrative:
Event product was returned to MFR and is currently undergoing engineer eval. More info will be provided when it is available.